Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 14th may, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the customer had an issue with the handle. During an attempt to maneuver the light head by the sterilizable handle, the handle has detached and stayed in the operator's hand. Despite the fact that according to the information provided in the complaint there were no particles falling in sterile field we decided to report this case based on potential as if reoccurrence would occur, it may lead to missing particles and any particles falling off into sterile field or during procedure may cause contamination. The surgical light involved in the event is powerled (pwd700sf video evo sortie hor k3) with serial number (B)(6), catalog number ard568370900. Manufacturing date is 7th of april 2009. The installation date of the device is 15th of april 2009. It was established that when the event occurred, the surgical light did not meet its specification due to the reported detachment of the sterilizable handle and it contributed to event. Based on provided information it can be supposed that when the event occurred the device was being used for patient treatment. During the investigation it was found that the evaluated case has not led to serious injury nor death. The performed investigation, which includes device history review, excluded any manufacturing anomalies and design issues. It is indicated by our product experts that the sterilizable handle detachment occurred due to user not following instructions included in the user manual. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 14th may, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the customer had an issue with the handle. During attempt to maneuver the light head by the sterilizable handle, the handle has detached and stayed in operator's hand. Despite the fact that there were no particles falling in sterile field we decided to report this case based on potential as if reoccurrence would occur, it may lead to missing particles and any particles falling off into sterile field or during procedure may cause contamination.